Event description:
It was reported the pt was not receiving "good" stimulation. The lead was replaced due to possible lead migration or lead fracture. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of the report. Follow-up report will be sent when the analysis is completed.